Event description:
Pt had the star ankle poly core exchanged during a procedure to address scar tissue and bone ingrowth into the joint.

Manufacturer narrative:
Surgeon stated the poly core showed little wear. Device replaced as matter of opportunity secondary to the bone ingrowth procedure.